Event description:
Customer reported with an issue of 'sheath tear, failed leak test". There was no patient harm or injury reported, no user injury reported due to the event. Device evaluation found bending section broken protruded broken skeleton.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted large biopsy channel leak (leakage) was observed. Tear on a-rubber was noted, the broken bending tube protruded. The customer reported issue was confirmed. In addition, forceps passage check noted dry corrosion at distal end at channel opening. And insufficient angulation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, possible causes may include excessive force being applied during operation. A definitive root cause cannot be identified. This issue is covered in the instructions for use: precautions : perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor the field performance of this device.